Event description:
During a scheduled angiogram procedure, the closure device proglide posterior foot plate was noted to be missing. Fluoroscopy and ultrasound were used to search for the device fragment without success. During the closing process, the surgeon's attempt at closure on the left with a proglide device failed as the suture broke off the needle. The device was inspected, and the posterior foot plate of the proglide was noted to be missing. Fluoroscopy and duplex ultrasound of the left groin was performed revealing no foreign body visualization; however the device fragment is radiolucent. The risks of surgical exploration outweighed the benefits, and the decision was made to monitor the patient. Following the procedure, the patient had palpable pulses bilaterally. Color flow proximal and distal to the puncture site was patent and pulse-wave doppler interrogation revealed normal triphasic signals with normal velocities proximal and distal to the puncture site. Duplex ultrasound found the superficial femoral artery, posterior femoral artery, and common femoral artery to be patent with normal waveforms and no foreign body was identified. It was unclear if the device fragment proglide footplate either embolized, migrated to wall of artery or to soft tissue, or was on procedure table. The patient was discharged home the same day. FDA safety report ID# (B)(4).